Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert of the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was started up and no patient was involved. The root cause was determined to be a defect component on the mainboard, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Te 244019, display disturbed (remains dark or is flickering).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Te 244019, display disturbed (remains dark or is flickering) during start up. No patient involved. No harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Te 244019, display disturbed (remains dark or is flickering).